Manufacturer narrative:
Labeling and/or instructions for use will be modified to better ensure use of compatible components and proper technique.

Event description:
Burn during iontophoresis treatment. Site reported two patients with burns and provided photos of one patient's injury. Neither required medical intervention to treat the burn other than one patient may have received antibiotics to prevent any possible complications. Site reported that a ground electrode intended for emg was used instead of the manufacturer's recommended iontophoresis return electrode as is stated in the device manual. Site also reported that they believed the burn was located at the active electrode site.